Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the product not adhering/sticking and also received insulin flow blocked alarms. Blood glucose value at the time of event was 400 mg/dl. The customer was treated with emergency room visit. The event involved product(s) unk_ngp, unomedical, unk_reservoir, mmt-342g, mmt-1884, mmt-431ag, mmt-5120a. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-5120a. No product return is required for unk_ngp. No product return is required for unomedical. No product return is required for unk_reservoir. No product return is required for mmt-342g. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-431ag.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The thump and carelink software were utilized and downloaded trace/history files properly. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No bolus error message during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 02-apr-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(6) event date of 02-apr-2026, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on from 03/31/2026 at 21:23:55.000 until 04/02/2026 at 08:17:28.000 during bolus deliveries. On related svn# (B)(6) event date of 18-mar-2026, there are no unexpected alarms/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for insulin flow blocked/no delivery alarm and pump can't bolus and there is a bolus error message was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.